Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that he opened a box of the contour next test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found. The dimensions of the carton makes it difficult for a vial cap to open after packaging when the box is sealed.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog # and UDI #) and g4 (510k#) have been updated.